Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: on (B)(6) 2021 in thoracic theatre there was an incident with a cannula. A patient was having thoracic surgery with total intravenous anaesthesia through a cannula. The cannula was a size 16g (grey) bd cannula. At the end of the procedure whilst managing an airway emergency, the 16g cannula appeared to be leaking profusely (blood combined with the propofol infusion), and could no longer be used.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: on 07/04/2021 in thoracic theatre there was an incident with a cannula. A patient was having thoracic surgery with total intravenous anaesthesia through a cannula. The cannula was a size 16g (grey) bd cannula. At the end of the procedure whilst managing an airway emergency, the 16g cannula appeared to be leaking profusely (blood combined with the propofol infusion), and could no longer be used.